Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the screw broke when it was placed. The body of screw was left into the patient's bone. There was a report of a thirty minute surgical delay. This report is for an unknown nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the initial complaint was reviewed and found to be a duplicate of another complaint. This device and related information was reported on medwatch MFR number 2520274-2015-11927.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.